Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not available to pull in the form pis. A technical support specialist (tss) connected to the server and followed knowledge article title unable to add pis item to approval queue - 1.6.1-1.7. X. The resolution steps were sent to the customer, who confirmed that the issue was resolved. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication was not available to pull in from pis. Briv10i5 was listed on the pharmacy formulary but could not be added to the facility formulary from pis. The medication was not present in any approval queues. Secure link access was required for server access. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.